Manufacturer narrative:
The insulin pump had cracked casing at a display window corner, cracked battery tube threads, cracked reservoir tube, completely broken off reservoir tube lip, minor scratches on the display window, and a cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged; there was a crack on the customer's reservoir compartment. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the caller did not recall any significant events that led to the damage. The insulin pump was returned for analysis.